Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) accelerated the patient's ventricular arrhythmia after anti-tachycardia pacing (atp) was delivered. The patient then experienced cardiac arrest. The device remains in service. No additional adverse patient effects were reported.